Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 connecta q-syte wht stopcocks separated from their epidural catheter filters during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "during the night, set up of 10 epidurals. But, in the morning, report of 3 epidural catheters which had been disconnected between the catheter filter... And the bd connected 3-way tap. It is specified that this separation is not due to friction because this connection is placed on the top of the patient's chest (and not in the back)." "This three-way stopcock is only used to make the connection with the epidural catheter." "Following a more in-depth internal investigation, it would be a question of misuse of the medical device. Indeed, the chief of anesthesia told us that the intern on duty that night "works too fast and closes the caps poorly"."

Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that 3 connecta q-syte wht stopcocks separated from their epidural catheter filters during use. The following information was provided by the initial reporter, translated from french to english: "during the night, set up of 10 epidurals. But, in the morning, report of 3 epidural catheters which had been disconnected between the catheter filter... And the bd connected 3-way tap. It is specified that this separation is not due to friction because this connection is placed on the top of the patient's chest (and not in the back)." "This three-way stopcock is only used to make the connection with the epidural catheter." "Following a more in-depth internal investigation, it would be a question of misuse of the medical device. Indeed, the chief of anesthesia told us that the intern on duty that night "works too fast and closes the caps poorly"."